Event description:
It was reported that during a device replacement procedure, it was observed that the left ventricular lead had dislodged. The physician decided to implant a new left ventricular lead. During the implant, the new lead was damaged by the slitter when slitting the sheath. The attempted lead was not implanted and the dislodged lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.